Event description:
Tampon still inside vagina [foreign body in reproductive tract]. Pulling out a tampon, string has broken off and the tampon is still inside [complication of device removal]. String has broken off tampon [device breakage]. Case description: consumer contacted via e-mail and stated that while pulling out a tampon, the string had broken off. No serious injury was reported.

Manufacturer narrative:
10-jul-2020, product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon still inside - vagina [foreign body in reproductive tract]. Pulling out a tampon, string has broken off and the tampon is still inside [complication of device removal]. String has broken off - tampon [device breakage]. Case description: consumer contacted via e-mail and stated that while pulling out a tampon, the string had broken off. No serious injury was reported.